Manufacturer narrative:
It was reported that the patient was treated with a topical antibiotic. This report is submitted on september 12, 2019.

Manufacturer narrative:
This report is submitted on aug 20, 2019.

Event description:
Per the clinic, the patient had recurrent infections at the abutment site that were treated with a topical steroid.